Event description:
It was reported that the device was used during a lap right hemicolectomy for crohn's disease. The pt was well and on friday was up and about and wanting to go home. On sunday, the pt took ill and sunday night they arrested. The CT scans show no anastomatic leak but the coroner is investigating currently. The surgeon suspects a possible infection but cannot at this stage confirm.

Manufacturer narrative:
Date sent: 10/02/2007. Information anticipated, but unavailable at this time.